Event description:
This lead was repositioned, due to an unspecified product problem. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Available device data were analyzed thoroughly. The interrogation during follow-up on april 19, 2023, was not successful which is documented on the provided screen shot from the programmer. In particular, the serial number was not transmitted, and the status bar showed interrogation not successful. The lead impedances on the programmer screen were shown as < 100 ohms, confirming the clinical observation. However, the follow-up data documented plausible lead impedances. The root cause for the clinical observation was not determinable. It is reasonable to assume that communication disturbances during follow-up have led to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available device data, no device malfunction was noted. Communication disturbances during follow-up could be taken into consideration as the root cause for the clinical observation.